Manufacturer narrative:
Unit received with constant pump error 38 alarms during rewind due to moisture damage on motor home switch. Corroded force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alarmed broken force sensor was detected during seating or regular delivery. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.